Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed the following: the catheter body was found to be broken, and damage to the transition tubing was identified. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep confirmed that the pump was replaced and the catheter was revised on (b)(6 2019. The explanted portion of the catheter had been placed in the mail and sent back to the manufacturer for analysis. It was reported the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/ serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; ubd: 29-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of compounded baclofen at 250 mcg/day and 7.5 mg/ml of morphine at an unknown dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had a routine pump replacement and the doctor discovered a knick in the catheter near the pump connector. It was indicated the catheter was torn. The pump segment of the catheter was replaced. The event date was provided as (B)(6) 2019. It was indicated the patient had been receiving sufficient pain control, per the doctor. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was proved as alive - no injury. No further complications were reported or anticipated. The patient's weight, other medications being taken at the time of the event, and medical history were not available.